Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2022, the patient experienced a skin reaction. The sensor was inserted into the abdomen. It was reported that the patient experienced a skin reaction which occurred an unspecified number of days after the sensor had been inserted in the abdomen. Before sensor insertion, the area was prepped with skin prep, which did not help minimize or prevent the skin reaction. The patient developed a rash under the sensor patch. As per patient, the wound from the (B)(6) 2022, skin reaction event left a scar on his abdomen. There was no documentation of medical intervention. At the time of contact, it was indicated that the patient is fine. No additional event or patient information is available.